Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt# 1 - date : 2008, lab: 6.0, inrato: 2.0. Pt# 2 - lab: 6.2, inratio: 2.69.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: pt #1 - date: 2008; mean: 4.0; ratio: 2.0; confidence limits: 2.3-5.7; lab: 6.0. Pt #2 - mean: 4.445, ratio: 2.69; confidence limits: 2.4-6.1; lab: 6.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the inratio value was outside the confidence limits for inr testing. For the second set of data, both inratio and lab values were outside the confidence limits. For the pt #2 data, caller provide 2.69 for inratio meter result. Inratio meter can only display 2 digits inratio value. Caller provided incorrect inratio value. Per test" patient's coumadin was held". This is an adverse event. Products will be tested when returned.